Event description:
The blood glucose test was performed and the result was 385mg/dl. The customer called the doctor and advised to go to the emergency room based on the result. At the hospital the customer's blood glucose was tested and the result was 107mg/dl. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.